Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Additonal bbm investigation: the flow rate of the provided pump was tested, too. Nominal: 2 ml/h actual: 1.9 ml in 1 h; 3.8 ml in 2 hrs and 43.5 ml in 23 hrs (46 % of the total running time; mean 1.90 ml) with regard to the tested flow rate the inspected sample is in accordance with our requirements. The easypump ii lt 100-50-s is neither blocked nor does the pump shows abnormal values during the test of the flow rate. Therefore the stated reason of complaint is not comprehensible. We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However valve leakage and blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used easypump ii lt 100-50-s in a white easypump carry pouch (without packaging). The received pump was taken to a visual inspection. Damages or other deviations were not immediately detected. In as-received condition the pump was completely filled. The clamp clip was closed and the original wing cap was not handed over by the customer. The patient connector was blocked by a blue stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore we detected solution (liquid) and crystallized drug residues at the patient connector/blue stopper. The sample was taken to a leak test (without adding solution). After unscrewing the closing cone, starting the pump (opening the clamp clip) and waiting for 60 minutes the pump worked (solution was running)! Immediately after starting the pump we detected trickling solution at the filling port. The leakage at the filling port lasted throughout the period of the leak test. With regard to the leak test the inspected pump is not in accordance with our requirements. Bmi device history record (DHR): reviewed the DHR and there is no abnormality found during in-process and at final control inspection. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump stopped working.